Manufacturer narrative:
(B)(4).

Event description:
This lead was revised due to inappropriate shock and noise. During the extraction procedure the stylet would not pass through the length of the lead and remained stuck between the dipole and coil. The lead was capped and replaced on (B)(6) 2018.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.